Manufacturer narrative:
(B)(6). Returned product is vanguard ps box mill guide. The visual inspection of the returned product shows that one of the grooves is broken and the other groove is deformed and also shows signs of wear and tear from use. Therefore, the complaint can be confirmed from visual inspection of returned product that one of the grooves made to fit the slap hammer is broken. Review of the device history record identified no deviations or anomalies. Review of the complaint history determined that no further action is required. Product has been in the field for approximately 7 years, the root cause of the reported issue was determined to be wear and tear from use. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, one of the slap hammer grooves on the device fractured. No pieces fell into the patient and the procedure was completed with another mill of the same size from a different instrument set. No patient consequences as a result of the malfunction.